Manufacturer narrative:
Currently it is unknown whether or not the device may have malfunctioned, as the device was not returned. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that after replacing the batteries in their analyzer that "they felt hot". Also they noted after removing the batteries that "something started to ooze out of the battery seams". There were no allegations of patient/user harm. There were no allegations of incorrect results.